Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Remove b13, add b17.